Event description:
Customer stated that on mar 3 customer noted a pt disconnect in their chronic care unit. The pt was on an isv 200. The unit did not sound any audible alarms - only visual alarms were present. There was no pt injury as a result of this malfunction.